Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. In addition, the ancillary trocar was received with the tip broken. The device was received fully loaded with staples, a new washer was installed, and the device was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The device opened and closed without any difficulties and the staple line was noted to be complete. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocars, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional info. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged ancillary trocar.

Event description:
.